Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was hospitalized for an infection and subsequently expired. It is unknown if the death and infection are related. The infection is not related to the implant procedure or revision procedure, however, it is unknown if the infection or death is related to device or leads in the system. There is no known malfunction against any abbott devices. Further information was requested but not received. Associated manufacturer report numbers: 2938836-2020-03239, 2938836-2020-03240, 2017865-2020-06249.